Event description:
During an at & af ablation procedure under deep sedation with propofol, midazolam, and fentanyl, an inquiry diagnostic catheter was positioned in the patient¿s coronary sinus, and a flexability se ablation catheter was used to map the right atrium. However, it was noted that the arrhythmia did not originate in the right atrium, so the physician proceeded to access the left atrium through a pre-existing patent foramen ovale without performing a transseptal puncture. An advisor hd grid x mapping catheter was advanced into the left atrium; however, just prior to beginning left atrial mapping, and before any ablation was performed, the patient's blood pressure deteriorated with no apparent cause. Ultrasound evaluation revealed no pericardial effusion or cardiac tamponade. Sedation was discontinued, but the patient's condition continued to decline, requiring cardiopulmonary resuscitation. Despite approximately 50 minutes of resuscitative efforts, the patient expired. The physician reported no product performance issues with any abbott devices used during the procedure and attributed the patient¿s death to the patient's advanced cardiac disease. The patient had a crt-d and a history of severe three-vessel coronary artery disease and ejection fraction of approximately 30%. No additional imaging was available for evaluation.